Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the surgeon attempt to manually open the jaws with his fingers? No. If no: was the device on a vessel/artery when it would not open? Yes. If yes, how was the device removed? (I.e. Cut off, forced opened) the clamped tissue came off without opening jaws. If cut off, did this cause a change in the plan of care for the patient? Na. Did the removal cause any damage to the vessel/artery? No. If yes, what is the damage and how was the damage repaired? Na. Did the surgeon continue the case with this same device? No. Another device was used to complete the case.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Batch # unk. No lot or batch number was provided therefore a device history could not be done. The following information was requested, but unavailable: did the surgeon attempt to manually open the jaws with his fingers? If no: was the device on a vessel/artery when it would not open? If yes, how was the device removed? (I.e. Cut off, forced opened). If cut off, did this cause a change in the plan of care for the patient? Did the removal cause any damage to the vessel/artery? If yes, what is the damage and how was the damage repaired? Did the surgeon continue the case with this same device?

Event description:
It was reported that during a laparoscopic hysterectomy, the I-blade did not return to the home position and the jaws did not open after sealing in lymph node dissection procedure. Another device was used to complete the case. There were no adverse consequences to the patient.